Manufacturer narrative:
Further investigation confirmed that a normal battery depletion occurred.

Event description:
Complainant reported an unexpected drop in displayed residual longevity between two follow-ups.

Manufacturer narrative:
Preliminary analysis showed a normal battery depletion.

Event description:
Complainant reported an unexpected drop in displayed residual longevity between two follow-ups.

Event description:
Complainant reported an unexpected drop in displayed residual longevity between two follow-ups.

Event description:
Complainant reported an unexpected drop in displayed residual longevity between two follow-ups.